Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the severely tortuous, mildly calcified, 85% stenosed right coronary artery (rca). The vessel was pre-dilated with a maverick balloon. The physician implanted a taxus express2 8.8% 3.0 x 16 mm drug eluting stent in the distal rca. The balloon was completely deflated but sticking to the stent. The physician was able to free the balloon by advancing a buddy wire to the balloon. The balloon was removed after approx 10 minutes of maneuvers. There were no pt complications or injuries reported. The pt's status is reported as good.